Event description:
Nidek received a complaint from a customer on (B)(6) 2013. Doctor reported that they had two occurrences of free flaps on two different patients within a week while using mk-2000 handpiece s/n: (B)(4). Doctor reported they were using a 130um blade holder with a 8.5mm suction ring on one of the patients hadn the same 130um blade holder with a 9.5mm suction ring on the other patient. There was no other information provided at the time.

Manufacturer narrative:
The affected device was returned to nidek for evaluation on (B)(4) 2013. Nidek service engineer (se) had conducted an evaluation and the unit was tested for proper operation. On evaluation no failure was found. The unit was within the specifications. The unit has been operational. Nidek noticed that the facility was using a third party's blade despite nidek's strong recommendation against its use, as it could cause system malfunction. The se also recommended the customer to use the nidek's blade for surgery and not the third party's blade. Nidek contacted customer to gather additional information regarding the reported event and confirmed that there was no patient injury involved with the event reported; the patient did fine after the surgery. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Two separate MDR for two free flap events reference MDR 3002807715-2014-00021.